Manufacturer narrative:
A site visit was performed on (B)(6), 2010. No issues with the system were found. An environment test was performed and the top of the mattress was found to be sensitive to electro-static electricity, which may have a potential risk of inaccuracy. Superdimension highly recommended replacing the mattress with a non-static mattress. Two cases were performed during this visit and both were successful with no issues found. There was no injury to the pt reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.

Event description:
While attempting to perform a procedure, the site reported, the system gave them a warning that the pt sensor triplets (pst's) were out of the sensing volume. They tried adjusting the pt position. Upon retrying, the system gave them an error message starting to check the location board (lb), locatable guide (lg) and pst's. Therefore, the site was not able to complete the case using the superdimension system with the pt under general anesthesia. There was no harm or injury to the pt reported.